Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. The customer stated that the buttons were not responding. Customer stated that insulin flow block alarm occurred. Customer stated that no contacts were damaged on battery cap. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.